Event description:
It was reported that patient presented for a follow-up in clinic. It was noted that the pacemaker was found in backup vvi mode. Programming changes was made. The patient was stable.